Event description:
The customer reported the device had froze and stopped ventilating while on the patient on the avea ii ventilator. The device was replaced with another ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Technician examined unit for any visual faults. Performed initial check of unit and unit runs perfectly. Owner verification process was performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.